Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was an uncontained, 2-3 ml of blue fluid from the instrument, and was identified after performing an instrument shutdown process. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The biomedical engineer at the customer's facility serviced the instrument. The biomedical engineer confirmed the event and resolved it by replacing worn tubing through pinch valve pv37. (B)(4).